Event description:
It was reported that, after changing a libre 3 plus sensor, the user received an ¿unable to scan¿ message and the ilet showed the new sensor in warmup with time remaining; the agent confirmed the sensor was started on the ilet and paired, consistent with an intermittent communication failure involving the electrical/magnetic subsystem and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the sensor and the ilet consistent with intermittent communication failure, with involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.